Manufacturer narrative:
(B)(4).

Event description:
The patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed error "call tech support" on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. A picture was taken of the receiver. The customer complaint was confirmed because the call tech support error was displayed. The root cause could not be determined.